Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty ring was implanted and explanted during the same procedure. The device was replaced with another mitral annuloplasty ring for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that the mitral annuloplasty ring was implanted and explanted during the same procedure as there was regurgitation and the physician felt the size was incorrect. Another ring was successfully implanted in its place with no regurgitation. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.